Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse confirmed that the clutch and focus pedals were not working. The fse resolved the customer reported issue by replacing the footswitch retraction cable. The fse noted that the footpedal cable may have become damaged while the customer was moving the ssc. The fse then tested the system and verified that it was ready for use. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the planned da vinci-assisted surgical procedure after the footpedals on the ssc allegedly would not work. The planned surgical procedure was aborted after anesthesia was administered to the patient and ports were placed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse noted that the foot pedal was not working. The nurse further stated that the ¿focus, clutch, and camera clutch¿ were also not working. The nurse then noticed that the foot pedal connector was not fully seated but once re-seated the issue still persisted. As a result of the alleged issues, the nurse indicated that the surgeon made the decision to abort the planned surgical procedure post anesthesia and port placement.